Event description:
It was reported that the arctic sun device had a zero flow problem. Per follow up information received via email on 19aug2024, they repaired the device on the customer site. The problem was low flow and cooling malfunction, replaced a mixing pump and circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a zero flow problem. Per follow up information received via email on 19aug2024, they repaired the device on the customer site. The problem was low flow and cooling malfunction. They replaced a mixing pump and circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated. The device generated an error 02 (low flow). The circulation pump was replaced. The device had cooling issues. The mixing pump was replaced. The device passed all applicable testing and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.